Event description:
It was reported that during implant of the atrial lead, capture could not be obtained; high impedance was also observed. The lead was removed and replaced.

Manufacturer narrative:
UDI (di): (B)(4). Final analysis of the lead found excess medical adhesive on the ring electrode. This could have contributed to the issues observed in the field.